Manufacturer narrative:
The investigation and analysis conducted for the complaint indicate that the reported allegation is related to deployment difficulty and/or failure of the viabahn® device. Available evaluation findings, including review of returned items (when available) and other relevant complaint information, did not identify a new device anomaly, manufacturing-related issue, failure mode or risk associated with this event. Additionally, an evaluation of available items in relation to the reported deployment difficulty and/or failure is impacted by the condition of returned items and differences between procedural and benchtop deployment, including but not limited to, zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. Similar complaint investigations have demonstrated a functional deployment constraint mechanism following physical device evaluation within a laboratory setting with no findings upon which to pursue further escalation actions. A review of manufacturing records for this device (where a device serial number was available) confirmed production details indicating that pre-release device specifications were met. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, a gore® viabahn® endoprosthesis (vsx device) was intended for use in the celiac artery during treatment of an aortic aneurysm being treated with a gore® excluder® thoracoabdominal branch endoprosthesis (tambe device). Reportedly, after the device was advanced over an 0.035" rosen guide wire, the physician attempted to deploy the vsx device. However, after deployment was initiated the deployment line got hung up and the physician was unable to complete deployment. With no device expansion, the delivery system was removed and the procedure was successfully completed with a gore® viabahn® vbx balloon expandable endoprosthesis. The patient did not experience any adverse consequences.